Event description:
Caller states the pt tested 3.0 inr on the coaguchek s system while a comparison lab returned as 2.15 inr. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.

Manufacturer narrative:
The caller reports two different strips lots involved in the comparison: 812a (5/31/10) and 793a (4/30/10). The customer no longer has lot 793a. It is not known which strip lot produced which value.